Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation as the serial number is unknown. There were no shipping records or available information to identify the device for this event. All device history records are reviewed and released according to release procedure, a device is not released if it does not meet requirements or is nonconforming.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A nurse reported a patient expired while connected to the cycler. The nurse also reported that the patient had a terminal illness and his death was not related to the cycler. Medical records were requested and will not be made available.